Event description:
It was reported that the lead was difficult to move into the catheter. The lead got stuck. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of lead unable to insert into catheter was confirmed in the laboratory. Analysis found foreign material adhered to the lead body. Spectral analysis found the foreign material to be medical adhesive.